Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2009, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The trunk-ipsilateral leg component was deployed just under the lowest renal artery. A post implant angiogram revealed that the right hypogastric artery had been covered. The patient tolerated the procedure and no further complications have been reported.